Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation also found corrosion on the free lock lever, crack on the video connector, and pixel defects. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had pixel defect, corrosion on the free lock lever, and crack on the video connector. There was no patient involvement.